Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report the user experienced a head trauma in 2019 and since then there was no hearing sensation with the device. Additional information clarified that the user had a bicycle accident and hit his head on the contralateral side. Afterwards there was no hearing sensation with the device.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Furthermore, the most basal channels showed hi impedance prior to the reported impact and were switched off, however during investigation no wire breakages could be identified and the device explantation report form states that the active electrode was completely inserted. Therefore, the cause for the hi channels seems to be due to physiological issues, which might have caused the reported humming noise with the use of the device. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The explanted device was received for investigation. According to the explantation report the user experienced a head trauma in 2019 and since then had no hearing sensation with the device.